Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6), 304-22-07 - 6.5mm platform fx stem right; (B)(6), 315-35-00 - glnd kwire; (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 320-15-04 - rs glenoid plate post aug, 8 deg, right; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-36-00 - 36mm humeral liner +0 unconstrained; (B)(6), 531-20-00 - shldr gps rvrs drill kit; (B)(6), 531-78-20 - shouldr gps hex pins kit; (B)(6), a10012 - gps implant kit v2.

Event description:
As reported, approximately 9 months post op initial right tsa, this 77 y/o female patient presented with high temperature and stiffness. Dair procedure planned but once opened, obvious infection, surgeon decided to remove all components and implant a cement spacer. Everything was removed and a cement spacer was inserted. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Product not returning - disposed at the hospital.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4, g4, h4, h6.